Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report a missing sensor wire that occurred on (B)(6) 2015. The sensor was inserted at abdomen on (B)(6) 2015. Upon removal of the sensor pod, patient was not able to locate any portion of the sensor wire. Patient stated that the transmitter was snapped into place at the time of sensor removal. No medical intervention was reported. No additional event or patient information was provided. Photographs were received, which confirmed the alleged malfunction. The complaint was confirmed. A root cause cannot be determined.